Event description:
Information received with return of the explanted device notes that the patient presented to the hospital with a slow ventricular rate and no pacemaker capture. There was no communication possible between the device and the programmer.